Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 5 years and 9 months post implantation of a 26mm sapien 3 valve in the aortic position, severe central regurgitation was observed and patient presented with dyspnea and heart failure. Pre-dilated with a 25mm true balloon with great expansion of the existing valve. A valve in valve was performed with a 26mm sapien 3 ultra resilia valve and mean gradient noted of 4mmhg. Patient stable and headed to recovery room.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to clinical evaluation findings. Sections: g3, g6, h2, h6 device code, type of investigation, investigation findings, investigation conclusions have been updated. Per imagery review, the 26mm s3 is over expanded. It measures 27.3mm at mid valve (0.5mm added for outer diameter). Inflow 27.2mm, outflow 26.9mm. This over expansion and probable mal coaptation of the leaflets. Along with calcified leaflets explains the severe central regurgitation. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non conformance contributed to this product problem. Investigation results suggest/indicate, based on the limited patient information, the cause of the calcification could not be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.